Event description:
During attempted coronary ptca a rotawire floppy wire was inserted without difficulty and before the atherectomy bur was utilized, it was noted on angiography that the wire tip was fractured. The cardiologist attempted to snare the fractured tip without success. The procedure was aborted when a extensive dissection flap was noted.